Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device showed undersensing of r-waves with very infrequent oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Approximately 6 months later, undersensing of premature ventricular contractions was noted to be occurring.